Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va045cb, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A consumer reported the implantable neurostimulator (ins) was turned off and the patient was in the hospital. This occurred in 2013. The patient stated that someone from the manufacturer walked the patient through turning the ins back on. The patient's indication for use is parkinson's dual and movement disorders.